Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent migration occurred. The 95% stenosed, eccentric, progressive and totally occluded lesion measuring 3.0mm in diameter and 45mm in length was located in a moderately calcified and moderately tortuous proximal right coronary artery. The lesion was predilated with a 2.5x10mm balloon which reduced the stenosis to 60%. The physician reported difficulty attempting to cross a prior placed stent, but the 3.00x38mm taxus liberte' drug eluting stent was able to be advanced to the lesion and deployed at 12 atms. No post-dilation occurred. The stent migrated and was found in the proximal right coronary artery outside of the intended deployment area. The pt was sent to surgery to remove the stent and a CABG was performed as well as balloon angioplasty. No further pt injuries or complications occurred. Pt status is satisfactory.